Event description:
It was reported that the patient underwent an anterior cervical surgery using rhbmp-2/acs. At an unknown time post-op, the patient developed welts all over his body, headaches, pain, numbness tingling and muscle spasms. No additional information has been provided.

Event description:
It was reported that the patient initially presented to the clinic with progressive weakness of the left upper extremity of several months and complaints of neck pain with radiation to the left upper extremity, as well as pain over the scapular area. Sometimes the pain radiates to the head and neck, and sometimes pain radiates to his shoulders and hands as well. The patient complains of difficulty moving the neck and a stiffness and pain when moving the cervical spine. The patient reports some kind of trauma previously. The patient underwent a procedure for cervical canal stenosis, foraminal stenosis multiple levels, subluxation of the c5-c6 and extensive degenerative changes, spinal cord injury, and myelomalacia. Operation performed was anterior cervical discectomy c5-c6, c6-c7, foraminotomies bilateral multiple levels, decompression of the spinal cord 2 levels, partial corpectomy of c5-c6, c6-c7, interbody fusion c5-c6, c6-c7 with unknown medtronic grafts, and plating c5-c7 with unknown medtronic plate. Infuse was not noted in the operative report as being used during this surgery.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
It was reported that the patient initially presented to the clinic with progressive weakness of the left upper extremity of several months and complaints of neck pain with radiation to the left upper extremity, as well as pain over the scapular area. Sometimes the pain radiates to the head and neck, and sometimes pain radiates to his shoulders and hands as well. The patient complains of difficulty moving the neck and a stiffness and pain when moving the cervical spine. The patient reports some kind of trauma previously. The patient underwent a procedure for cervical canal stenosis, foraminal stenosis multiple levels, subluxation of the c5-c6 and extensive degenerative changes, spinal cord injury, and myelomalacia. Operation performed was anterior cervical discectomy c5-c6, c6-c7, foraminotomies bilateral multiple levels, decompression of the spinal cord 2 levels, partial corpectomy of c5-c6, c6-c7, interbody fusion c5-c6, c6-c7 with unknown medtronic grafts, and plating c5-c7 with unknown medtronic plate. Infuse was not noted in the operative report as being used during this surgery.